Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: coag was active though dr. Didn't operate both hand and foot switch. The probable root cause/s could be the probe have leaked from the back of the handle which permitted water to ingress inside the handle where the electrical components (pcb) are causing a short circuit. User accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. (B)(4).

Event description:
It was reported device activated on it's own.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported device activated on it's own.